Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged almost across its length with struts distorted, bunched, lifted from the stent profile and stretched over the distal markerband. The stent outer diameter (od) was measured on the undamaged proximal edge and the result obtained is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found one outer extrusion and inner lumen kink at 40mm distal to the port entry site. The port bond also showed signs of damage and stretched from 1.5mm to 7mm distal to the entry site. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The midshaft section and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that surgery was required.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that surgery was required.